Event description:
Recently, stryker released a notice stating that the lifepak 15 defibrillators have the potential to experience a lock up condition after a defibrillation shock is delivered. The customer letter from stryker is attached to this report. On monday, we experienced our first instance of the lifepak 15 defibrillator lock up. This was discovered by one of our biomedical equipment technicians during scheduled maintenance. There was no patient involvement. Our defibrillators are given a routine functional test every 6 months, in february and august. As part of the scheduled testing, there is a battery endurance test, where 10 shocks are delivered at the maximum energy setting, in this case 360 j. After the 10th shock was delivered, the defibrillator locked up as described in the letter from stryker. The screen was blank with led lights on, and keypad buttons were unresponsive. The defibrillator was removed from service and another defibrillator was put in its place. Currently, 9 lifepak 15 defibrillators remain for scheduled testing this month out of our fleet of 108. The defibrillator that experienced the lock up issue is currently quarantined in the clinical engineering office. After being powered off and sitting overnight, preliminary tests show that the defibrillator is functioning once again. As a precaution I will not be returning the defibrillator to service until the recall mitigation has been completed. Manufacturer response for defibrillator, lifepak 15 (per site reporter). Manufacturer was contacted today regarding the lock up issue. Has not yet had time to respond.